Manufacturer narrative:
Product ID, 3093-28 lot# v012043, implanted: 2007 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), implanted: 2007 (B)(6), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient's implantable neurostimulator (ins) system stopped working following a fall. Specifically, it was reported that the "lead or something pulled loose or was damaged". It was also noted that the ins system did work "fine" for the first 2 years following implantation. It was reported that the device was subsequently replaced (manufacturer's device registry indicated that only the ins component was replaced). Additional information was requested but was not available at the time of this report.